Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: a promus premier ous mr 24 x 2.75 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The most proximal stent strut row was damaged; stent struts are lifted and pulled distally. The distal end of the stent was damaged and stretched distally towards the tip of the device. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 08-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex artery. Following predilation, a 24 x 2.75 mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.